Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, mildly calcified left main coronary artery. The ht versaturn guide wire (gw) was jailed in a side branch after the unspecified stent was implanted. During removal of the guide wire, the guide wire was noted to be stuck behind the stent and separated into two pieces. The separated portion of the wire remains pinned under the implanted stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the unspecified stent was implanted the ht versaturn guide wire was inadvertently jailed in a side branch resulting in the reported entrapment of device. Manipulation of the jailed device resulted in the reported material separation. The separated portion of the wire remains pinned under the implanted stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.